Event description:
During clinical use a nurse reportedly saw sparks and a flame come out of the power cord. The pump was removed from service and a new pump was installed. No patient or operator injury reported.